Manufacturer narrative:
Concomitant medical products: product ID 8596 lot# serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8596, serial/lot #: (B)(4), ubd: 14-dec-2006, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal compounded baclofen 50 mcg/ml at 10.48 mg/day and dilaudid 12.5 mg/ml at 6.5 mg/day via an implanted pump. A catheter occlusion was reported. It was reported the patient¿s old codman catheter was explanted (mangled and discarded), replaced with 8780 catheter successfully. The patient experienced acute withdraw symptoms. A dye study was performed and unsuccessful on (B)(6) 2021 per the patient. It was also noted a surgical pump revision occurred and replaced with a new 8780 catheter and new 8637-40 pump. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ the patient¿s medical history included (B)(6) and failed back surgery syndrome (fbss). Additional information was received from a healthcare provider (hcp) via company representative (rep) on 2021-aug-05 indicated an entire new 8780 replaced the codman catheter. Regarding the reason for the pump revision, it was noted the physician was not sure whether it was the catheter or pump that was the main issue, so the physician opted to replace entire system. Upon inspecting pump, no damage to pump was seen, but physician still opted to replace entire system. Per the patient, withdraw symptoms began either (B)(6) 2021 or (B)(6) 2021.